Event description:
This is the second of two reports for the same patient involving two separate products. Refer to report 9611594-2014-00178 for the first report. Halyard health received a report indicating that an endotracheal tube pilot line separated from the endotracheal tube requiring re-intubation of the patient. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
FDA was notified on 11/25/2014 of voluntary recall report number is pending. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).